Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110, capacitor voltage faults, and discharge profile faults) was confirmed. Upon investigation, the monitor displayed service code 110 -overvoltage cleared no energy and failed incoming functional testing. The cause of the failure and service code was isolated to high resistance on the j1000 connector on the computer/analog and defibrillator pcas. The cause of the high resistance was liquid contamination on the connector. The root cause for the liquid contamination was ingress of an unknown substance. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) was confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The cause for the test failure and the reported messages was the strained cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. Manufacture dates: monitor sn (B)(4): 09/24/2013; electrode belt sn (B)(4): 07/22/2015.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it causing a service code 110 (overvoltage cleared no energy), capacitor voltage faults, and discharge profile faults. The distributor also returned electrode belt sn (B)(4) and reported that a patient was receiving "add gel" messages in the absence of a prior gel release.